Manufacturer narrative:
Additional information was requested but not received. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vtich12.6 implantable collamer lens into the patient's eye. The lens was explanted due to doubt that the lens were swapped between both eyes during operation. The dr. Skipped operation after implanting the right eye.